Event description:
The harness was fitted to an infant, the child seemed to be in some discomfort and would not stop crying. On examination of the harness the point of an industrial sewing needles was allegedly discovered embedded in the lining.